Event description:
Complainant alleged that during routine testing and preventative maintenance, the device displayed only a green dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.